Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The sheath was not returned with the sample. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 77.1cm from the iabc luer. The end of the inner cannula (iabc central lumen) pierced the bladder at approximately 74.4cm from the iabc luer. Under microscopic inspection, no adhesive/residue was noted on the separated side of cannula. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked; a leak was not-ed from the previously noted damaged bladder. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen at the lo-cation of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon can't inflate completely" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in an inability of the iabc to inflate. The bladder was also noted damaged and punctured by the damaged central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met during the investigation due to the separated central lumen. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "it was reported that "on (B)(6) 2025, after the catheter inserted, the balloon can't inflate completely, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that "(B)(6) 2025, after the catheter inserted, the balloon can't inflate completely, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".